Event description:
It was reported that the patient is hospitalized and having seizures and is in critical care. The patient is unresponsive and on life support. No further intervention has been reported to date. No additional information has been received to date.